Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch ping) read inaccurately erratic. The reporter performed three comparisons using the same meter and test strip lot number and obtained the following blood glucose readings: ""90 and low mg/dl", "134 and low mg/dl" and "136 and low mg/dl". Each comparison was performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015). The lay user/patient¿s meter has been returned on 03/05/2015 and evaluated by lifescan product analysis on 03/17/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.